Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.6 and 4.9. The pt's target inr is 2.0-3.0. Caller stated that this pt is almost always in the ones (once 1.6) or the fours (once 4.9). This has been observed with only this pt and using multiple strips lots (only current one known).

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr = 1.6, 2nd inr = 4.9, mean = 3.25, sd = 2.33, %cv = 71.80. Since % cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 257061 on 8/25/2011 met precision criteria test results are as follows: donor 94 = 3.7, 3.7, 3.4 inr; donor 95 = 1.5, 1.5, 1.5 inr. In-house test results have 4.81% and 0%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Root cause could not be determined with the info customer provided. No product was expected to be retuned. Retained strip test result comparison met precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.